Manufacturer narrative:
Section a: there was no patient involvement. Manufacturer's investigation conclusion: the reported event of stripped threads in the bottom of the motor was confirmed via evaluation of the centrimag motor (serial number (B)(6)) at the service depot and product performance engineering (ppe). Visual inspection confirmed the threads on the bracket mount were stripped, preventing a secure connection between the motor and bracket. Due to the observed issue, the motor is considered damaged and cannot be repaired. The motor was planned to be scrapped. Reported information stated that no alarm was associated with the event. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: manufacturing issue: motor alerts caused by wire fatigue. The device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. The current revision of the operating manual and the instructions for use (IFU) can be found on the eifu page of the abbott website. The centrimag blood pump with centrimag acute circulatory support system for extracorporeal membrane oxygenation (ECMO) section 10 ¿ ¿emergency/troubleshooting¿, provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 7.4 ¿ ¿motor mounting¿, explains how to setup the motor and motor bracket, and making sure the motor screw is sufficiently tightened. The centrimag motor IFU instruct the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the motor was found to have stripped threads in the bottom where it connected to the bracket. The motor was unable to be attached to the motor bracket.